Event description:
The account states after running approx 50-70 tests from one axsym troponin-I reagent kit (lot 10265m301) they noticed that no negative patient values were being generated and values were running between 0.4-0.9 ng/ml. An internal lab control (serum pool targeted at 0 ng/ml) also increased from 0.4 to 0.9 ng/ml and the low control concentration increased. The account indicated that cardiac catheterizations were performed based on the test results generated. The account did not provide any additional patient info or indicate number or patients affected.